Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide device is being filed under a separate medwatch manufacturing report number.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using mutiple proglide devices relative to an unspecified procedure.reportedly, an unknown failure occurred during initial access with multiple proglide devices. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.